Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.

Event description:
During placement of the 34mm amplatzer septal occluder (aso) a membranous structure tore. The aso was retracted into the sheath, and the physician opted for surgical repair.